Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13i04032, h13i25011, h13k14046, h14a30025, h13h30047, h13j04064, h13k04070, h13l02031, h14a07064, h14b03038, h14b28035, and h14d01012 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced hospitalization coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for symptoms of fever, cloudy effluent and abdominal pain. It was reported that peritonitis was presumed to be the cause of the reported symptoms; however, it was not medically confirmed. The patient was treated with unknown antibiotics (dose, route and frequency unknown) for the event. The patient was discharged from the hospital and was reported to be recovering from the event. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported a patient experienced recurrent peritonitis ((B)(6) 2014) coincident with peritoneal dialysis (pd) therapy. Twelve days prior to this peritonitis event, the patient reported he was still recovering from a suspected peritonitis event (approximately one month earlier). This recurrent peritonitis event was previously reported by the wife as a bacterial infection. The patient was hospitalized the same day. On an unknown date, the patient began treatment with unknown antibiotics (unknown dose, route and frequency). The cause of the peritonitis event was unknown. On an unknown date, the pd therapy was stopped and the patient was placed on hemodialysis. At the time of this report, the patient remained hospitalized and the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.